Event description:
It has been reported to philips that the exposure is not possible using the allura system. The device was in clinical use. No patient or user harm reported. The philips field service engineer (fse) went on site and replaced the image processing pc (ippc). The device was returned to use in full functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the event occurred during a diagnostic cardiac arrhythmia procedure. The procedure was delayed for about 10 minutes as a result, but was later completed after the system was restarted. No patient or user harm was reported. A philips field engineer (fse) inspected the system onsite and confirmed that the ippc could not read the hard disk correctly. Troubleshooting actions determined that the system's hard disk was functional. The fse replaced the ippc, reloaded the ippc software, and recreated image hard disk. Once the ippc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.